Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection found that the device was in a good physical condition. Review of the alarm log identified an f_94 alarm. Functional testing found that the device was locked by an f_94 alarm when the device was powered on. This confirmed the reported condition. The cause of the reported condition was due to a defective main battery. To correct the issue the main battery was replaced and the configuration settings were reset. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent

Event description:
It was reported that a flogard infusion pump cannot turn on. There was no patient involvement. Additional information was requested and is not available.